Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call damage to the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer advised they needed to replace the battery when they realized they were unable to remove the battery cap. Troubleshooting for the removing and installing of the battery cap was performed. Customer was unable to remove the battery cap with a quarter and advised they will borrow their neighbor's screwdriver. Customer was advised to monitor the insulin pump and call back to continue troubleshooting.